Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2017 with blood glucose of 38 mg/dl. Customer was found unresponsive and was taken to the hospital. Customer's emergency room visit was due to low blood glucose. Customer was not admitted into the hospital; customer was treated and released. Customer was treated with IV. Customer was not wearing insulin pump at the time of emergency room visit. Customer was disconnected for less than 48 hours.